Event description:
It was reported that a nurse noticed that a pt's spo2 saturation was at 50% but no alarms were being generated at the delta or the associated infinity central station (ics). The nurse responded to the pt and there was no pt injury reported. The users reported that after this event they checked the delta and found that the alarms were all set to off. The users reported that they checked the other monitors in the unit and reported finding that the alarms on all of the monitors were set to off. The users reported that these alarms are not normally set to off. The alarms were reportedly turned back on by the users and the monitors have remained in use. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.